Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of judnf110 showed no other similar product complaint(s) from this lot number. (B)(4).

Event description:
It was reported via medwatch report, "upon patient's arrival (infant/toddler) to dialysis care taker reports the plastic unit of the statlock stabilization device (plastic part of unit that locks onto hd cvc wings) had completely disconnected from the crescent foam pad of device. The foam pad of the device remained on the patient's chest. It was noted the patient's hemodialysis catheter had migrated out of his chest with cuff of catheter exposed. Securement device was not effective in securing the hemodialysis catheter. "